Event description:
Pacer not working on two occasions. The call originated as a cardiac arrest. A woman woke up to her husband breathing really hard. She called for assistance approximately 10 minutes later. The emt team arrived within 4 minutes and attached the pic 50. The patient was in asystole (non shockable rhythm). The team performed CPR and administered medication. The patient was never converted. Patient died. For precautionary reason, the team wanted to set up the pic 50 for pacing. However, they could not get the pic pace.